Event description:
It was reported that the patient's unit turned off while they were using it and it stopped outputting oxygen. They also mentioned that it seemed to be heating up at that time. As a result, the patient was hospitalized and provided supplemental oxygen and was discharged the next day. The patient was sent a replacement unit and they are doing well now.

Manufacturer narrative:
B3 date of event is estimated. The device was returned for evaluation on 13-may-2025. There is no confirmation for the return reason of system hot, however zeolite found contaminated which possibly caused when zeolite absorbs the moisture.